Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that when the pt rolled over in bed, the tubing came apart. The user attempted to reconnect the tubing, but metal clips pierced the side of the tubing. Integra has requested add'l info from the reporter.